Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: l5-s1 central subarticular and foraminal decompression. Bilateral partial facetectomies and foraminotomies, l5-s1. Complete lumbar diskectomy, l5-s1. Plif, posterior lumbar interbody fusion, l5-s1 using right autogenous iliac crest bone graft, bone morphogenic protein on a collagen-based sponge, and peek interbody fusion cage measuring 22 x 10 mm. Posterolateral fusion, l5-s1 using pedicle screws, right autogenous iliac crest bone graft and bone morphogenic protein on a collagen-based sponge. Emg evoked potentials for the duration of surgical procedure; for pre-op diagnosis of: l5-s1 lumbar disk herniation. Lumbar degeneration. Lumbar foraminal stenosis. Lumbar spondylosis. Sciatica, l5-s1. Findings: l5-s1 lumbar disk herniation, lumbar spondylosis, and sciatica. As per op notes: ".. An incision was made in the anulus fibrosis. The anulus and disk was removed. Cartilaginous endplates were removed. The disk space was expanded up to 10 mm. Complete lumbar discectomy was carried out. Attention was then directed to the right iliac wing. Through a separate fascial incision, the iliac wing was subperiosteally exposed and cancellous bone graft was curetted from between the iliac wings. Bone morphogenic protein was placed anteriorly in disk space followed by autogenous bone grafts and a peek interbody fusion cage measuring 10 x 22 mm and was impacted at the interspace. Excellent fixation was achieved.. There were no complications.. " patient alleges unspecified injury due to the use of rhbmp-2.